Event description:
Follow up received from the clinic indicated that one day prior to the death, the patient was discharged from the hospital to hospice and the patient's death was not related to the ra lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: ddmb1d1 ICD implanted on (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department (ed) for multiple syncope. Review of the remote monitoring transmission indicated that the right atrial (ra) lead displayed undersensing resulting in inappropriate atrial pacing and and triggering device classified false termination of  atrial tachycardia/atrial fibrillation (at/af) event(s) at times. The patient subsequently expired eight days later and the cause of death was not provided.